Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h4, h6. The following sections were corrected: d1, d2a, d2b, d4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely the result of prosthesis wear secondary to contributions from cement and/or bone particles in the joint space and motion between the tibial insert and tibial tray. Potential contributions from patient conditions as well as component loosening to the event and subsequent third body wear on the tibial insert cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. D2b. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: cat# 02-010-101-0240, logic femoral ps cemum: sn (B)(6). Cat# 02-012-41-4040, logic tibia traptray cem sz 4f/4t: sn unknown. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
As reported via hospital device return form a 67 yo male had an initial implant on (B)(6)2016, then approximately 7 years, 5 months later experienced a surgical revision on (B)(6) 2023. As reported the explant reason was the recall advisory. The patient was revised to non exactech devices. The form states unknown to: 1. If a medical profession alleged a deficiency in the device performance 2. Serious patient harm or injury suspected 3. Did event occur at a hospital, during surgery, or have direct patient impact. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. No other information is available.